Manufacturer narrative:
Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding and bruising or skin irritation and no issues were found. The exact cause of the bleeding/bruising and skin irritation could not be conclusively determined. The exposed portion of the soft cannula was observed to bent, however, the timing and cause of the damage could not be determined. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula.

Event description:
It was reported the patients blood glucose level rose to 328 mg/dl while wearing the pod between 4 and 24 hours. As treatment, patient used an insulin pen.